Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint grasper broke. Visual inspection of the instrument found the pitch cable broken at the distal end. The broken cable segment that contains the crimp was missing from the clevis and was not returned with the instrument. The housing was removed from the back end, no damage was found to the pitch clamping pulley or cables. Pitch cable breakage occurs when tensile load exceed the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. An additional observations that was not reported by site was also identified. The instrument was found to have a derailed pitch cable at the distal end. The cable segment that contains the crimp remained installed in the clevis. The root cause for this failure is attributed to a component failure. A review of the instrument log for the small grasping retractor part# 470318-10/n10210308 0206 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). There were 7 lives remaining. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the additional information provided, this complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was observed to be broken. A backup instrument of the same kind was used, and the procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 23-jul-2021 and obtained the follow additional information: there was no patient injury. Patient-related information was not provided and no other procedure details were available.